Event description:
Healthcare professional reported rupture, ¿small adenopathies on axillas¿, and ¿dispersed little cysts¿. This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photograph(s) for the device related to the reported event of lymphadenopathy/rupture was reviewed. Visual analysis of the photographs identified: ¿ red particles on the surface of the shell. ¿ broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event additional, changed, and/or corrected data: b6, d4, e1, g1, h6.

Event description:
Healthcare professional reported rupture, ¿small adenopathies on axillas¿, and ¿dispersed little cysts¿. This record is for the right side. Device has been explanted.